Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse determined that the battery maintenance schedule was not properly set on the iabp. To resolve the issue, the fse reset the iabp to the correct battery maintenance schedule date, and performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use. The full name of the initial reporter noted is (B)(6).

Event description:
It was reported that the battery maintenance of the cs300 intra-aortic balloon pump (iabp) was not set properly. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.